Event description:
A pt reported experiencing inaccurate erratic results with a surestep original meter. The pt's blood glucose results were 300mg/dl, 200mg/dl. Tests were done <10 minutes apart with a difference of 35%. Pt did not experience any adverse events. No further info has been reported.